Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise and high pacing impedance on the right ventricular (rv) lead were noted. A portion of the lead was explanted and discarded. The second portion of the lead was abandoned and capped. The patient was stable with no adverse consequences.